Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 213 mg/dl. The customer stated when she enter the numbers on her insulin pump it continue to scroll after she let go of the button. The customer was asked if she recalls any significant events leading to the keypad issues and said no significant events. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The device had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.